Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency medical services on (B)(6) 2020 and (B)(6) 2020 for low blood glucose. Blood glucose reading was 20 mg/dl. The customer treated for their low blood glucose with glucagon shot and intravenous drip. Customer was experienced unconscious and very weak. It was unknown that customer using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Harm code of loss of consciousness has been updated in this report. Summary narrative had been updated and provided with this report. (B)(4).

Event description:
The customer reported via phone call that they received emergency medical services on (B)(6) 2020 and (B)(6) 2020 for low blood glucose. Blood glucose reading was below 20 mg/dl. The customer treated for their low blood glucose with glucagon shot and intravenous drip. Customer was unconscious and very weak. It was unknown if the customer was using auto mode feature at the time of event. The insulin pump will not be returned for analysis.